Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins would not hold a charge. The patient reported they were told if they charged the ins it would last for like ten days, but they stated it never lasted this long. They stated it had ran out a few times. The patient also reported that it would take too long to charge. They stated it would take four hours. The patient reported that right now, they could not even get a quarter of the ins charged. They reported they tried charging yesterday and could not even get the first bar on the ins icon. At first, the patient stated they were ¿getting about half way of bars on the bottom.¿ the patient then said they were not getting any bars. The patient also reported they had a problem of the ins recharger (insr) locking up. They stated the ins would lock up or freeze like how a computer would lock up. Product services (ps) reviewed with the patient they could call back to troubleshoot when they had access to the product. The patient was redirected to follow-up with a healthcare professional (hcp) for the issue of the ins depleting too fast. No symptoms were reported. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient ¿wasn¿t able to get it come on last night and has it plugged in.¿ the patient was instructed to reposition the antenna over the implantable neurostimulator (ins). At first, the patient reported seeing the ¿reposition antenna¿ screen, then reported full, then six coupling boxes, then later two boxes. The patient reported coupling ending on six boxes darkened. When the patient had originally positioned the antenna on the ins, they stated it hurt when doing so in the moment. Repositioning the antenna resolved the coupling issue. The patient was sent healthcare professional (hcp) listings. No further complications were reported. Follow-up was conducted.